Event description:
A customer contacted beckman coulter inc. (Bec) reporting a small diluent and cleaner leak in the right rear of the coulter lh 500 instrument. The leak was not contained within the instrument, but on the table underneath the device. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no impact to patient results.

Manufacturer narrative:
The customer observed and indicated that the leak was coming from the tubing going through pinch valve (pv) 49. The customer reported that the leak seemed to be resolved and no longer required a service visit. The cause of the leak was the tubing going through pv49. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).